Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a temporary contact failure due to deposits on the electrical contacts of the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had a feedback blackout without an endoscope image. The issue was found during preparation/prior to sedation for a therapeutic lobectomy procedure that was completed with a substitute device. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a feedback blackout without an endoscope image. The issue was found during preparation/prior to sedation for a therapeutic lobectomy procedure that was completed with a substitute device. There were no reports of patient harm.